Event description:
Customer reported receiving a battery out limit alarm and stated that they were unable to clear it due to unresponsive buttons on the insulin pump. Customer stated that the buttons were unresponsive during prime as well. Customer's blood glucose reading at the time of the call was 283 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. The device had normal operating currents. No battery out limit alarms occurred during testing. The device passed the displacement, rewind, basic occlusion, prime and excessive no delivery tests. However the device alarmed motor error during occlusion test due to faulty force sensor resistor. The device had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, stained serial/address label, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.